Manufacturer narrative:
The event device is anticipated to return for evaluation. No lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: na (before use). Detailed description of event: hospital name: [name] hosp. This is a complaint from the hospital. Foreign material such as hair was found in the syringe. No patient injury or illness associated with this event. Replaced to a new hospital inventory c0r47 and procedure was completed. The investigation report has been requested by the hospital. This event unit will be returned. Type of intervention: replaced to a hospital inventory and the procedure was completed. Patient status: na (no patient involvement).

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, and a photo of the event unit was provided by the complainant. Visual inspection confirmed the presence of a loose hair on the device. Based on the condition of the returned unit and the description of the event, it is likely that the loose hair originated from an operator during the manufacturing process. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Name of procedure being performed: na (before use). Detailed description of event: hospital name: [name] hosp. This is a complaint from the hospital; foreign material such as hair was found in the syringe. No patient injury or illness associated with this event. Replaced to a new hospital inventory (B)(6) and procedure was completed. The investigation report has been requested by the hospital. This event unit will be returned. Type of intervention: replaced to a hospital inventory and the procedure was completed. Patient status: na (no patient involvement).